Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the clinician programmer was displaying "replace generator: the generator has reached the end of its service while the company manufacturer met with patient. The ipg was deemed inoperable. Surgical intervention took place where the ipg was replaced and stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.